Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose reading was 486 mg/dl at the time of incident and current blood glucose level was 405 mg/dl. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer stated that they had tried all remedies. Troubleshooting was performed for insulin flow blocked alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.